Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was unable to confirm the alleged sealing issue. The returned instrument was installed on in-house system for functional testing and passed tests related to energy delivery, grip force, gap gage, and electrical continuity. A review of the system's log indicated no error messages related to sealing issues. Based on the information provided, this complaint is being reported due to the following conclusion: the endowrist vessel sealer instrument allegedly failed to seal sufficiently during a during a davinci surgical procedure. While there was no harm or injury to patient, recurrence of the alleged failure mode could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that an endowrist vessel sealer instrument failed to seal during a davinci surgical procedure. The planned surgical procedure was completed and no patient injury, harm or adverse events were reported. On 08/19/2015, intuitive surgical inc. (Isi) contacted the surgeon to obtain additional information of the event. He reported he heard the audible beeps that alerted him of a complete seal. However, he realized the seal was insufficient and noticed that the device was not working correctly. He stated that the vessels were not calcified. He secured the tissue with another instrument and stated that the blood loss was not alarming. The surgeon completed the planned surgical procedure successfully and confirmed no harm, injury or adverse event to the patient.